Event description:
It was reported that during implantation of a bifurcated device and a suprarenal aortic extension to emergently treat an aneurysm rupture the patient expired due to irregular heartbeat. Reportedly, the patient presented with ruptured aneurysm and coded intra-operatively. Resuscitation efforts were made and the patient regained pulse and blood pressure stabilized. After successful implantation of the bifurcated device and suprarenal aortic extension the patient¿s blood pressure dropped due to irregular heartbeat and once again coded. The physician performed an abdominal cut down and confirmed the graft was still in good position and sealed. The presence of pooled blood was noted which the physician believes was due to the rupture prior to the procedure. The physician attempted to re-stabilize the patient but patient never regained normal heart rhythm and expired in intensive care unit.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, death certificate was available for review and indicated that cause of patient's death is due to ruptured aneurysm. Treating patients with ruptured aneurysm is considered "off-label" use of the device. Review of lot records, work orders and prior reports no issues were noted. Based upon the investigation findings, no issue was identified with endologix product. Rather, the patient death was attributed to the pre-existing aneurysm rupture which was emergently used (off-label) in an attempt to treat rupture.